Manufacturer narrative:
Investigation results: a visual inspection indicates that the c-ring was subjected to a high heat long enough to melt and subsequently break the c-ring into two pieces. The most plausible explanation for this incident is if the c-ring were to come in contact with an energized bisector. The complaint that the "insulating tip fell off inside the patient" is confirmed. Lhr review was completed for this device, and there was no nonconformance associated with the failure mode.

Event description:
The hospital reported that during a radial artery harvesting procedure, the plastic insulating tip fell off inside the patient, and had to be retrieved. The piece was easily retrieved, and there was no other patient effect reported by the hospital.